Manufacturer narrative:
Upon investigation, it has been determined that the reported event has no patient injury reported on this complaint and this malfunction has not previously caused a serious injury.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured while in use due to wear. No patient consequences or further information have been reported.